Manufacturer narrative:
(B)(4). The customer returned one introducer needle for analysis. Signs of use were observed inside the needle hub. Visual analysis of the returned needle revealed two large vertical cracks in the needle hub. Multiple additional small cracks were also observed. It was confirmed that the hub on the returned sample is the new hub design, which matches the bill of materials. The needle length measured 2.875", which is within the specifications of 2.852"-2.93" per product drawing. The needle cannula outer diameter measured 0.04979" which is within the specifications of 0.0495"-0.0505" per the cannula product drawing. The needle cannula inner diameter measured 0.041", which is within the specifications of 0.041"-0.043" per the cannula product drawing. Functional testing was performed per the product IFU, which states "insert introducer needle with attached arrow raulerson syringe into vein and aspirate." The returned introducer needle was attached to a lab inventory arrow raulerson syringe (ars). The returned needle was not able to draw or aspirate water due to the cracks in the needle hub. A device history record review was performed, and no relevant findings were identified. The customer report of a cracked needle hub was confirmed through visual inspection of the returned sample. Multiple vertical cracks were observed on the needle hub. The returned needle met all relevant dimensional requirements, and a device history record review was performed with no findings relevant to this investigation. Based on these circumstances and the comments from r & d, the root cause of this complaint is design related. Further investigation of this issue is being performed under a CAPA. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that " when attaching the cannulas to the syringe, they are split at the attachments. When the patient was punctured, air aspiration occurred with the needle under the skin. This could also be simulated later in a cup of water. This happened with the same syringe with 2 different needles (1 from the set below, 1 from another cvc set). Air was drawn into the syringe instead of nacl." This report captures the issue detected when testing the device. No patient involvement was reported. *associated MDR# 9680794-2022-00671.

Manufacturer narrative:
Qn# (B)(4). Associated MDR#s 9680794-2022-00671.

Event description:
It was reported that " when attaching the cannulas to the syringe, they are split at the attachments. When the patient was punctured, air aspiration occurred with the needle under the skin. This could also be simulated later in a cup of water. This happened with the same syringe with 2 different needles (1 from the set below, 1 from another cvc set). Air was drawn into the syringe instead of nacl." This report captures the issue detected when testing the device. No patient involvement was reported.